Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump experienced frequent occlusion. The distributor reported this issue was not resolved when the patient changed the infusion set and site and used cartridges and infusion sets from different lot numbers. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged frequent, persistent occlusion issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings: during the investigation, a review of the pump¿s black box history showed multiple occlusion alarms with high force on 02/04/2014. The time and date were accurately set at start of investigation. During testing, the pump rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. The force sensor calibration was found to be within specifications. The pump was opened and no damage was found to the force sensor or on the power circuits. The occlusion issue was observed in the history but was not duplicated during the investigation.